Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that when the pump is priming fluid within the tube, the pressure is causing the tubing to burst. No pt injury or medical intervention.